Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 330cc saline prostheses on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 5/9/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Also on 5/9/2018, mentor received the following updated information: date of event: (B)(6) 2018. The patient underwent unilateral replacement; not bilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with mentor smooth round high profile 330cc saline prostheses on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed three rents measuring approximately 0.1 each one of them, rent a was observed on the anterior aspect and rent b & c on the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed an additional leak site, a valve leak. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. No other anomalies were found. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).